Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high and erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2013, at an unspecified time. She reported testing on the subject meter and observing values that were high as compared to her normal readings/feelings, also that they were erratic when testing back to back in addition to reading higher than another meter. (Ultramini). For each complaint the patient did not provide any specific blood glucose values taken on this date. It is not known what range the patient considers to be normal. The patient manages her diabetes with a combination of humalog, humulin and, metformin pills and she denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed that approximately 3 hours later she developed symptoms of ¿shaking and blurred vision.¿ it is not known if she tested her blood glucose again at the time of her symptoms. She reported self treating her symptoms by taking 6 glucose tablets with food on that same day at an unspecified time. The patient reported that on the same day she contacted lfs, she tested on the subject meter and observed a reading of ¿263mg/dl¿ at approximately 5:51pm and then tested on another meter (onetouch ultramini) at 5:55pm and observed a value of ¿218mg/dl.¿ she also mentioned she tested earlier that day at 4:17pm and observed a value of ¿282mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. A control solution test was performed and fell within specifications. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported based on the indication that the patient experienced a ¿low blood glucose excursion¿ and the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/2/2013 and 10/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.